Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens and the haptic ripped off. The incision was slightly enlarged to remove the lens and another three piece lens was implanted. Sutures were not required. The reporter stated the cause of the haptic ripping off was due to the way the lens was loaded, was a loading error.